Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed sites to address the alarms, but occlusion would resume. System check was performed with tandem technical support and the cause could not be determined. Customer was able to resume insulin therapy. Customer's blood glucose was 210-269 mg/dl.